Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the proximal segment was returned and analyzed. The distal conductor was fractured. The proximal conductor was distorted. The distal conductor had blood/body fluid (not obstructed). (B)(4) - we did receive performance data collected from the device and have analyzed the data. The weekly pace lead impedance trend data shows an abrupt increase for min and max ventricular pace bipolar impedance equal to 418 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2012. Programmer s2d data file (B)(4) show right ventricular bipolar lead impedance warning on (B)(4) 2012.

Event description:
It was reported that the right ventricular lead had a rapid rise in impedance a couple of weeks post implant. Interrogation now shows that the lead has no capture and high impedance. Fluoroscopy revealed a complete fracture of the lead at the tip. The main body of the lead was extracted but the imbedded lead tip was left in the heart. A new lead was placed. There were no reported patient complications as a result of this event.